Event description:
It was reported that the caller experienced a tandem mobi cartridge alarm during the load process. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support confirmed the alarms and decided to replace the pump, which was still under warranty. The caller currently does not have a backup insulin therapy and will contact their healthcare provider for assistance. The replacement pump will arrive with updated software, and the caller was advised on proper sensor usage with the new pump. The shipping address was confirmed, and a signature was not required for delivery.